Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 326 mg/dl. The customer treated with a manual insulin injection. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported that insulin was squirting out during manual priming from the insulin pump. It was reported that the customer was unable to exit the preparing to prime loop on the insulin pump. Troubleshooting was done. The customer reported that the drive support cap of the insulin pump appeared to be flush. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Insulin pump received with protruded and loose drive support disk. Insulin pump was unable to prime during the prime test, due to protruded and loose drive support. No prime alarm noted. Insulin pump had minor scratches on display window and cracked reservoir tube lip. Insulin pump alarmed motor error during the basic occlusion test, due to protruded and loose drive support disk.